Event description:
Customer reports the following: "error 18 - presence of mains power supply error. Fault diagnosed in a faulty power source board. Power source board replaced [with a] new one. Fuse have been checked - it is ok. Quality control performed after repair, device is functional and safe." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed. Several technical error 18 were found which confirms the reported event. The reported device was not returned to brézins for investigation as repairs were carried out locally. The power board was replaced and was sent back to brézins for further investigation. Nothing was noticed during external visual check. Functional cross testing were carried out. All performed successfully and within our specifications without triggering any technical error. Although the reported event coud not be reproduced the complaint description was confirmed by error 18 found in the log review. Therefore the root cause of the reported event could be linked to another part that can only be tested with its associated device. Note : powerboard sent for this complaint seems to be associated to serial number (B)(6) and not (B)(6) according to our internal database. A different complaint reported a potential issue with the power board from device with serial number (B)(6). But upon investigation of the provided part, no technical error 18 was triggered either. To our knowledge this complaint is not being related to patient safety. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.